Event description:
It was reported that a user started a new freestyle libre 3 plus continuous glucose monitor (cgm) sensor that did not pair with the ilet system until the user toggled the app feature off and on and rescanned, consistent with intermittent communication failure involving the antenna/electrical communication pathway. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability-related communication issue between components, with device component involvement of the antenna within the electrical and magnetic subsystem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.